Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade ii and calcifications. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, smooth opening assessed, as smooth opening. Capsular contracture: unable to observe. Calcification: not observe. As per the investigation procedure: were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side rupture. Capsular contracture, baker grade ii and calcifications. Device has been explanted and replaced.